Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during unpacking, after flushing the dispenser hoop, the main coil was found broken. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned within the introducer sheath inside the dispenser hoop. Visual and microscopic examination of the returned device revealed that the main coil was intact, the coil delivery wire and the coil proximal contact were kinked. During functional testing, the main coil was advanced through the introducer sheath following flush, without any issues. The event description indicates the shaft of the coil was broken. It is probable that the damaged delivery wire and coil proximal contact was perceived to be the shaft main coil or the delivery wire. Therefore, an assignable cause of "handling damage" has been assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during unpacking, after flushing the dispenser hoop, the main coil was found broken. There was no patient involvement.